Manufacturer narrative:
See MFR. Report #6000153-2015-00475 regarding the lead involved in the event. Concomitant medical products: product ID 3889-28, lot# va0kk2l, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A surgeon via a manufacturer representative reported that a pocket revision was done the week prior to (B)(6) 2015. On (B)(6) 2015, the patient came into the office and reported no sensation. There was impedance noted on every combination. The surgeon was unsure if the lead was cut, pulled, or if the lead slipped from the header. Impedance testing was repeated pre-operatively on (B)(6) 2015 and the results were the same. The pocket was opened and the lead was disconnected from the header, cleaned and re-tightened. The impedance remained, so the surgeon replaced the lead and implantable neurostimulator (ins). The issue was resolved at the time of the report. The patient&#62688;indication for use was noted as urinary dysfunction and gastrointestinal/pelvic floor. No clear alleged issue or potential event cause was reported regarding the pocket revision. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.